Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing caused by t-wave oversensing (twos) of the right ventricular (rv) lead post pace. It was noted that most episodes are being withheld by discriminators, but a few have reached detection resulting in atp and/or aborted therapy. It was further reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. Left ventricular capture management was programmed off and the lv lead remains in use. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted reprogramming of the rv lead.